Manufacturer narrative:
The device was not returned to the endochoice service center for evaluation. An on-site electrician determined that an extra bnc cord had been attached from the monitor to the wall plug. Once this cord had been removed, the failure appeared resolved.

Event description:
It was reported that image is lost upon use of cautery, in which the monitor screen appears dark when using a cauterizing snare and image does not restore until the pedal that initiates cautery is released. The user facility was using an erbe cautery machine and an olympus snare with the fuse colonoscopy system. There was no report of injury or other negative health consequence to any patient.